Event description:
It was reported that a cic pro clinical information center experienced a loss of audible alarm capability due to a presumed hardware failure. The system could visually display alarms. There were no patient injuries reported. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Initial reporter information was not provided.